Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one of the following was received: driving cap (part # 03.010.475 / lot # 2731798 / mfg. Date: 07/2011). The returned device shows significant use during its nearly 3.5 year lifespan, with numerous gouges from hammer blows. The distal threaded portion of the device is broken off and was returned. The returned device is used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a result of excessive/off angle hammer blows during insertion. A visual inspection, complaint history review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Although the exact cause for the complaint condition could not be identified, it is likely that repeated, off angle hammer strikes have led to the complaint condition. The device's design did not cause the complaint. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an impactor head broke during short trochanteric fixation nail (tfn) insertion. The driving cap broke into two pieces at the junction between the driving cap and threads. Another instrument was used to complete the surgery. There was no surgical delay and the procedure was completed successfully with no patient harm. This is report 1 of 1 for complaint (B)(4).